Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing, clear passage under water testing, and functional testing did not pass. The device would not allow flow. The cause of the condition was determined to be excess of solvent on the union of the tubing and the filter. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of the clearlink filter between the filter of the set and the patient connection. This occurred during use with intralipid solution in a syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.